Event description:
Boston scientific received information that this system was removed from service secondary to a hematoma and infection.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.